Manufacturer narrative:
The customer reported that "pump turns off and on while infusing." Visual and functional testing: the device is not available for evaluation since it was indicated that agiliti will perform testing of this unit. The device was not returned to the service hub; therefore, visual inspection and functional testing was not performed. A review of the device 12-month service history was performed and no similar event was indicated. No event history was received from the customer, a review of the event history / alarm logs could not be performed; therefore, the reported complaint could not be replicated or confirmed.

Event description:
The event involved a plum 360 driver new where the customer reported that the pump turns off and on while infusing. The customer also stated that the patient was not negatively impacted by the malfunction.

Manufacturer narrative:
Corrected information can be found in section e, throughout.

Manufacturer narrative:
Tests: self-test and visual inspection. The customer complaint was confirmed. The probable cause was the battery was defective/worn. Recharged the battery over night or over 8 hrs and then performed a battery load test for 6 hr at 250ml/hr and failed. The battery only lasted 35 mins and shutdown. Corrected information will be found in d8 - was device serviced by third party?. Yes, agiliti as a third party tested the device and it failed. Additional information can be found in b5, d9, h3 and h6. Additional contacts: (B)(6). D9 - date returned to mfg: 04apr2025.

Event description:
The customer sent an email on 19-mar-2025 from stating that the device failed functional testing (by agiliti) and will need to be sent for repair.